Manufacturer narrative:
An event of an off-label use of an amplatzer vascular plug, placing the device between a mitral clip and the medial commissure of the mitral valve, as well as embolization of the device was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note per the instructions for use ,artmt600539-003 revision a, " the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalvular leak closures) and neurological uses have not been established."

Event description:
On (B)(6) 2019, an 8mm amplatzer® vascular plug was selected to be placed between the mitraclip and the medial commissure of the mitral valve. Following deployment, the device embolized into the chordae of the left ventricle. The device was attempted to be snared, but efforts were unsuccessful. As the device was unable to be snared the users believed the device was secure and didn't require further intervention. The patient remained stable.